Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt presented with chest pain. The index procedure treated the type a bifurcation lesion located in the distal right coronary artery with a t-stenting technique and placed a 3.5x32mm taxus express2 study stent. Post dilation used a kissing balloon technique with unspecified balloons resulting in 30% residual stenosis of the main vessel and side branch. The left anterior descending artery was treated with a 2.5x18mm non bsc stent. The pt was discharged the next day on asa and clopidogrel. In 2006, the pt presented at the hospital with chest pain. The pt was admitted to the hospital and underwent an exercise stress test, echocardiogram, diagnostic catheterization without pci, holter-ECG and chest x-ray. No further information was available at this time.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.